Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) revealed the functionality was okay and there was no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-00481 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the rep took impedance on the old system and found normal impedance on the left port and high impedance on contact 10 on right port. When they opened a new ins battery and tested impedance they found >40,000 ohms on both ports. They removed the extensions, wiped and cleaned them and reinserted them and retested impedance and found >40,000 ohms again. They switched tails and noted same result. They removed extensions again and wiped and cleaned them, then flushed the header block, suctioned the header block and had the same result. They connected the old battery again and saw the same impedance results as they did pre-op. This led them to believe there is an issue with the new battery, specifically the left port. The healthcare provider made the call to open up a new battery. Tested impedance and they saw the values present at pre-op. New battery was implanted and rep indicated that patient is doing fine other than being in surgery for an hour longer than planned. Troubleshooting resolved the reported issue by opening a new battery. The healthcare provider indicated that he felt there was a real issue with the left port and indicated that the "feel of inserting the lead was different" that what he normally feels with his other implants that he has done. The 2nd ins he used today felt like it normally does. The ins used at implant but did not use. The rep will return the device back for analysis no symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient's old system that was replaced will not be returned for analysis. The new system that was implanted had normal impedance on the left and high impedance at contact 10 on the right. Many impedance checks were done on both left and right sides. All had high impedance readings. The cause of the high impedances was not determined, though, the high impedance event has been resolved by implanting another battery with no impedance issues on the left and high at contact 10 on the right.

Event description:
Additional information was received from the rep indicating that the cause of the oor message was not determined. Actions/interventions included on (B)(6) 2019 the rep contacted tech services and they explained how to abort the oor message and check the ins. The rep passed this information to the patient caregiver and the oor was aborted and the patient ins was checked with an "on" and "ok" message. The oor has been resolved. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was getting an oor message. The patient¿s caregiver removed the patient programmer batteries and interrogate with the ins but they still saw the oor message. It was reviewed that the high therapy parameters could lead to high current draw resulting in oor. The caller didn't know if it was a recent change or not. The caller indicated that the patient had impedance issues during pre-op at their last ins replacement in (B)(6) 2018. The left side was normal, but the right side had the following impedances: left side - normal impedances right side - c-10 24687 ohms, 8-10 25285 ohms, 9-10 24688 ohms, 10-11 24883 left - 4.6v, 90 pw, 130 rate, 585 ohms right - 3.1v, 60 pw, 130 rate, 772 ohms, it was reviewed how to bypass oor with programmer and also that ins should still be on and delivering stimulation. There were no further complications reported.